Event description:
It was reported that during a peripheral angioplasty procedure, a hub broke and deflation difficulties occurred. The lesion was located in the moderately calcified superficial femoral artery (sfa). Slight inflation difficulties were encountered during balloon inflation. During lesion dilation, the hub of the smash balloon dilatation catheter "split" and deflation difficulties were encountered. Negative pressure was applied to deflate the balloon. The balloon was removed partially inflated but intact. The procedure was successfully completed with this device. No pt complications were reported. Pt status is reported as "okay".